Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual inspection noted no obvious defects. The trim pattern was found to be within specifications and the energy connectors were free of damages and had a good connection on all of the pads. No manufacturing issues were noted during the evaluation of the returned set of pads. A functional evaluation was performed via a flowrate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 4.14 l/min m2 flow rate was registered during the test. Left thigh pad: a total of 3.66 l/min m2 flow rate was registered during the test. Right chest pad: a total of 3.78 l/min m2 flow rate was registered during the test. Right thigh pad: a total of 5.73 l/min m2 flow rate was registered during the test. According to the test method the flow rate was within specifications for the four returned pads as the flow rate must be above 2.4 l/min m2. The lot number is unknown therefore the device history record could not be reviewed. The complaint was unconfirmed as the product met specifications. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the pads were giving low flow. Therapy was stopped due to this issue.